Event description:
It was reported the device was programmed to vvi but the lead was in the atrium. The device was reprogrammed to aai and the lead was oversensing and "picking up" the far field r waves (ffrw). The sensitivity was increased and the ffrw were no longer sensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.